Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that the insulin pump shut down. Customer's blood glucose was unknown mg/dl. The customer stated that the basal rates are off, time/date has to be reset. The customer was advised to call when the issues occurs so we can properly troubleshoot. Customer was advised that if it is a safety concern then we would recommend to discontinue use of the device and revert to a backup plan. The customer was advised that we will take the initial report and wait for them to call back.

Manufacturer narrative:
No blank display noted during testing. Unit passed displacement test, active current measurement test, sleep current measurement test, and self-test.